Event description:
Left hip dislocation. Hip required revision surgery.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 17-jun-1993. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Left hip dislocation. Hip required revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.